Event description:
It was reported that left ventricular (lv) lead was found not to be capturing. X-ray showed the lead pulled back into atrium. The lead was explanted and replaced. The patient is in stable condition.